Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received. Additional information was received that the previously reported serial number was incorrect. This information has been updated. No additional information is available at this time. If additional information becomes available, this event will be updated and resubmitted.

Event description:
Boston scientific (bsc) crm received information that this lead was removed from service due to infection.